Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed self-test alarm. Customer also reported the insulin pump shut off and then powered on again. The customer's blood glucose was 150 mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm. The insulin pump was received with minor scratched display window.